Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog;" ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 400 mg/dl. The cartridge was changed to address the issue. Reportedly, the cartridge was in use for 3-4 days with humalog insulin. Additionally, the cartridge had been loaded with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.